Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was cracked at the adapter site and blood leaked. Found during use. No reports of blood exposure, serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: one sample unit consisting of a catheter-adapter assembly was received for evaluation by our quality engineer team. The remainder of the unit, the barrel-needle assembly, was not returned for evaluation. Device/batch history record review could not be carried out as the lot number associated with this investigation was unknown. Observations and testing: received one 22ga catheter-adapter assembly, the remainder of the unit (barrel/needle assembly) was not returned for evaluation. Visual/microscopic examination: the unit revealed damage on the thread of the adapter. Water/air leak test: the test was performed by connecting the end of the lab supplied male slip luer test fitting to the adapter. No leakage was observed. Then, attempted to attach a lab provided q-syte unit to the adapter. The damage on the luer prevented correct connection (the threads would not lock in place) causing leakage at the luer connection. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. The damage to the threads was determined to have occurred during the manufacturing process. The observed damage could potentially occur anywhere on the line where a machine part comes into contact with the female luer of the adapter. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.